Manufacturer narrative:
The suspect device has not been returned to olympus and an evaluation cannot be performed at this time. If the device is returned, the results of the evaluation will be submitted in a follow up report.

Event description:
A user facility reported to olympus that the image was distorted when the maj-1430 scope communication cable was disturbed when using the evis exera ii video system center. There was no report of patient injury or harm associated with the reported problem.